Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent a lead revision procedure where two leads were replaced due to high impedances. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). The complaint was confirmed. All 16 contacts were fractured at the kinked section of the lead body where clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. X-ray inspection also found that several cables are fractured in the proximal array. Some cables were exposed at the retention sleeve. The fractured cables resulted in the reported complaint of high impedance. (B)(4): the complaint was confirmed. A continuity test showed that 6 contacts were open. X-ray inspection found that the fractures in the proximal array, but the cables were not exposed. The fractured cables resulted in the reported complaint of high impedance. (B)(4): both clik anchors have damaged eyelet and part of silicone material from the damaged eyelets are missing. Additional information was received from the physician confirming that all missing silicone was removed from the patient.

Event description:
A report was received that the patient underwent a lead revision procedure where two leads were replaced due to high impedances. The patient was doing well post-operatively.